Manufacturer narrative:
Evaluated 2 opened and used reservoirs. Checked o ring stopper groove for anomalies none were found. Ran basal and bolus leak test per specification. The reservoirs were filled with diluent and connected to a new infusion set. Installed reservoir and connector into the insulin pump. Conclusion the reservoirs do not leak.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a leaky reservoir. Her blood glucose was 147 mg/dl at the time of reporting. She stated that the leak did not appear to compromise the function of her insulin pump. The faulty reservoir is being returned. No additional information was reported.